Manufacturer narrative:
During an onsite visit the fse (field service engineer) checked the device and found system meets specifications. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported a patient with poor flap formation;thin flap. The procedure was completed without incident.

Event description:
Upon additional follow up, the reporter indicated there has been no adverse effects in terms of the patients' results and visual outcome. The patient did not require any additional intervention outside of the standard post operative protocol.

Manufacturer narrative:
The investigation is in progress. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).